Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been rec'd.

Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and hemostasis was achieved using a second perclose at device. There were no reported adverse pt effects. Though requested, no add'l info was provided.